Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right atrial lead was exhibiting noise. On (B)(6) 2016 the patient was brought into the clinic for further evaluation. The device was reprogrammed and the patient was noted to be in stable condition during and post reprogramming.